Event description:
While attempting to defibrillate a patient, the device failed to discharge. The clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Attempts to contact the customer to obtain additional information have been unsuccessful.